Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that an anti-b of a patient sample was missed when tested with ery type cell b on ery type s abd+rev.a1,b on tango optimo in a first run. Testing was repeated in a second run on tango optimo. The sample yielded a correctly positive reaction with ery type cell b. The patient was correctly typed as bloodgroup a. Antigen typing and reverse grouping matched on tango optimo in the second run. The customer did neither return the supposedly defective product nor the patient sample that had caused a false negative test result for investigational testing. Our quality control laboratory tested different donor samples with their retained sample of ery type cell a1&b on ery type s abd+rev.a1, b on tango optimo. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of ery type cell-a1&b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.